Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken connector block. It was also indicated that the output connector nuts and hanger assembly were discolored. It was also indicated that the upper case was broken. These parts were replaced and the programmer passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken connector block. The epg was returned for service. There was no patient involvement.